Manufacturer narrative:
The device was received and the soft cannula was observed to be flattened. Despite this, insulin was able to freely flow through the fluid path and exit the distal tip of the cannula. It is unknown how or when this damage occurred or if it contributed to the reported event. No other components were observed to be damaged. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14.2 mmol/l (255.6 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with correctional bolus and a new pod.